Manufacturer narrative:
In the case description, the user states they awoke to severely low bg levels and were not sure why. The device was not received for investigation. The log files of the reported device were uploaded to the cloud by the user. Inspection of the audit files show that a bolus was delivered early morning on the date of occurrence, february 2nd, however, it could not be determined if this bolus was delivered by the user or the system due to the device log files being overwritten from continued use of the device. Inspection of later bolus calculations found no issues or defects in the bolus calculator that would cause a failure. Inspection of the phb files show that the device was not suggesting any insulin or delivering any pulses at the time of occurrence. Due to the log files from the date of occurrence being unobtainable, the cause of the reported event could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient was taken to the hospital by ambulance and was diagnosed with blood glucose (bg) values that dropped to 47 mg/dl. The patient apparently fell and broke their ribs. For treatment, the patient received a morphine drip, fentanyl, oxycontin, and an insulin drip. The pod was worn between 4 and 24 hours on the abdomen. The patient was discharged after 5 days. The pod was discarded.